Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration at 21.009 mg/day) via an implantable infusion pump. It was reported that at the patient's refill that day, the health care professional (hcp) overseeing the refill commented that they pulled more drug from the pump/catheter than anticipated. The hcp asked the patient if they were using all their boluses and she confirmed that she does. The patient was redirected back to their hcp. No patient symptoms were reported. No further complications were reported.